Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported the family felt the "device was infected." A request for additional information was made and it was learned the cause of death was listed as natural from acute and chronic ethanolism and there was no indication of an infection. Additionally, the family requested testing of the implantable cardioverter defibrillator (ICD). The ICD was tested at the examiners office and there were no performance problems or malfunctions.

Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a family member the patient is deceased. It was also reported the device may not have delivered defibrillation therapy. No other information is known at this time.